Event description:
Pt ordered im zyprexa. Rn obtained 23gx1 1/2" needle and 3ml syringe for administration. Rn administered medication & when pulling syringe out of pt's arm, attached safety device came off of the needle. Rn did not suffer a needle stick. Syringe safely disposed of into sharps container.